Event description:
Information received from the field does not address the patient's clinical status but notes that the device was found in back-up mode. A software download was not success- ful. A transtelephonic check two months previous, did not indicate eri.